Event description:
It was reported that the foley catheter insertion was difficult, and the customer wanted another catheter that was not silver coated. The customer's catheter was also on back order (bo), and they did not receive the entire order, as it would not be back in stock until 12/22. Per additional information received via liberator on 18oct2022, stated that one of the foley catheters were defective, and the balloon failed, and they were silver coated. The patient prefers non-silver catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: urethral catheter use ¿ patient has acute urinary retention or bladder outlet obstruction ¿ need for accurate urine output measurements ¿ use for selected surgical procedures ¿ to assist in healing of open sacral or perineal wounds ¿ patient requires prolonged immobilization ¿ to improve comfort for end of life care proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance secure the foley catheter. Use the statlock® foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient directions for use/patient education information insert foley catheters only for appropriate indications and leave in place only as long as needed this catheter is intended for use in the drainage and/or collection and/or measurement of urine.* * generally, drainage the device was not returned.

Event description:
It was reported that the foley catheter insertion was difficult, and the customer wanted another catheter that was not silver coated. The customer's catheter was also on back order (bo), and they did not receive the entire order, as it would not be back in stock until 12/22. Per additional information received via liberator on 18oct2022, stated that one of the foley catheters were defective, and the balloon failed, and they were silver coated. The patient prefers non-silver catheters.